Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery spatula had a chip on the bottom portion. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting chipped, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage to the proximal clevis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip followed the master tool manipulator (mtm) commands and released energy. Also, no arcing was observed. The complaint regarding chipped was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.